Event description:
It was reported that the patient underwent an initial right total knee arthroplasty. Subsequently, the patient experienced polyethylene wear, femoral loosening, osteolysis and synovitis. As a result, the patient underwent a right knee revision approximately 8 years and 7 months after initial implantation. Patient was transferred to the recovery room in stable condition. No further patient impact reported. No further information available.